Event description:
It was reported that the transfer set became disconnected from the catheter during the initial drain of peritoneal dialysis therapy. Nothing unusual was noted about the supplies. The technical service representative assisted the caregiver with ending therapy. The caregiver started therapy over using new supplies. The patient did not develop an infection as a result of the disconnection. The transfer set was tested by the davita center and the results found no contamination on the device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was reported. As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.